Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. On (B)(6) 2019, customer received an unspecified high reading on the sensor and self-treated with unspecified units of insulin based on the sensor reading after which the he experienced seizure and lost consciousness. Ambulance was called and the customer was transported to a hospital where an unspecified lab glucose reading was obtained. Customer was diagnosed with hypoglycemia, hospitalized and treated with an IV. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was performed for the reported complaint and libre sensors, the investigation showed no anomalies or non-conformances that could lead to the complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. On (B)(6) 2019, customer received an unspecified high reading on the sensor and self-treated with unspecified units of insulin based on the sensor reading after which the he experienced seizure and lost consciousness. Ambulance was called and the customer was transported to a hospital where an unspecified lab glucose reading was obtained. Customer was diagnosed with hypoglycemia, hospitalized and treated with an IV. There was no report of death or permanent impairment associated with this event.